Event description:
It was reported that, after a tka surgery performed on (B)(6) 2021, patient underwent a revision surgery on (B)(6) 2022 due to loosening of the gen ii 7.5mm resur pat 35mm. Current health status of the patient is unknown.

Manufacturer narrative:
Internal complaint reference: (B)(4).

Manufacturer narrative:
H3, h6: the associated device was returned and evaluated. A visual inspection of the returned device did not confirm the stated failure mode. A review of complaint history revealed similar events for the listed device over the previous 12 months, but no similar events for the batch based on the historical data, this failure mode will be monitored for future complaints for any necessary corrective actions. The clinical/medical evaluation concluded that per complaint details, a revision was performed approximately 10 months post implantation due to a loosened patellar component. It was communicated that the requested clinical documentation was not available; therefore, contributing clinical factors could not be concluded and it cannot be concluded that there was a malperformance of the s+n component. With the limited information provided, the patient impact beyond the reported loosening of the component and subsequent revision cannot be determined. No further medical assessment can be rendered at this time. A review of the manufacturing records did not reveal a manufacturing abnormality that could have caused or contributed to the reported incident. At this time, we do not have reason to suspect that the product failed to meet any product specifications at the time of manufacture. A review of the risk management file revealed this failure mode was previously identified. The anticipated risk level is still adequate. Assessment of historical escalated cases concluded that there are no prior actions related to this device and failure mode. The contribution of the device to the reported event could not be corroborated. Factors that could contribute to the reported event include abnormal motion over time, bone degeneration, size selected, lack of ingrowth, osteolysis and/or traumatic injury. This event was evaluated through our internal quality process and it was concluded that the surfaces of the implant are visually damaged due to implantation and subsequent use. Plastic is easily distorted during attempted implantation. These surface finish defects (dings, scratches, scuffs, rubs) are enough to alter the measured reading during evaluation. For this reason, the cause of the complaint cannot be confirmed as the result of a non-conforming part. There does not appear to be a systemic failure across multiple parts of this manufacturing batch at this time. No further escalation activities will be pursued at this time. If additional complaints for this batch are filed, this record will be reviewed for relevance and consideration. Based on this investigation, the need for corrective action is not indicated. Should additional information be received, the complaint will be reopened. No further investigation is warranted for this complaint; however, we will continue to monitor future complaints and investigate as necessary. We consider this investigation closed.